Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2019 with unknown blood glucose levels at the time of the incidents. The customer's blood glucose was unknown at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The caller stated the physicians at the hospital were requesting a clinical specialist visit as they believed the pump was occluded. Troubleshooting was not completed as the caller was not close to the insulin pump at the time of the call. The insulin pump will not be returned for analysis.